Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient was scheduled for a dye study and rotor analysis on (B)(6) 2017.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8703w, lot# l37094, implanted: (B)(6) 1996, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 1308 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient complained of increased spasticity and incidence of seizures while sleeping on her right side at night. She has had 5 seizures over the last month with 2 last week alone (from (B)(6) 2017). They noticed that when the patient lied on their right side, the symptoms of spasticity and seizures occurred. The symptoms subsided when the patient lied on her back or left side. It was also noted that there had also been discrepancies in the refill amounts where more drug was in the pump than expected. It was noted that the patient sleeping on their right side may have been kinking the catheter. A dye study was performed in (B)(6) 2016 that showed patency. However, there was a slight tortuosity to the catheter in the right upper quadrant. The patient was to be scheduled for an additional dye study. The physician was requesting that the patient be placed in a variety of positions during the dye study to rule out occlusion. Surgical intervention did not occur, and it was unknown if surgical intervention was planned. The issue was not resolved. However, it was also noted that the patient¿s status was alive ¿ no injury. The patient¿s medical history was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the additional catheter dye study showed the catheter was patent. The hcp continued to watch the volume discrepancies. It was noted that past refill volumes included: (B)(6) 2017 expected reservoir volume (erv) 3.5, actual reservoir volume (arv) 8.8 (B)(6) 2017 erv 3.3, arv 8 (B)(6) 2016 erv 3.5, arv 8 (B)(6) 2016 erv 3.4, arv 6.5 (B)(6) 2016 erv 3.3, arv 7 (B)(6) 2016 erv 4.7, arv 8 (B)(6) 2016 erv 5, arv 5 (B)(6) 2016 erv 3.8, arv 4.5 (B)(6) 2015 erv 3.8, arv 4.5 (B)(6) 2015 erv 4.4, arv 5 (B)(6) 2015 erv 3.8, arv 3.8.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that in the latest dye study, the catheter was not tortuous. However, the (B)(6) 2016 dye study showed the catheter was tortuous. As of (B)(6) 2017, the seizures continued.